Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). The fse performed a z calibration and checked the thickness in gel. The fse observed the system was intermittently returning delta offsets in the range of 20 um to 24um. Replaced the objective and optimized the system. The fse provided surgery support. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient experienced a difficult flap lift on the right eye (od). The treating surgeon was not able to lift the flap and the procedure was converted to a photorefractive keratectomy (prk). A bandage contact (bcl) was placed. The patient's od uncorrected visual acuity (ucva) at 1-day post op was 2/50.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 4/30/2009, however the correct date is 5/14/2009. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.